Manufacturer narrative:
The company representative confirmed (via event logs) that the event was isolated ¿to a handpiece.¿ with no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to a nonconforming handpiece. However, how the handpiece became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no ultrasound power with the phaco handpiece during surgery. The handpiece was tuned again to proceed with surgery. There was no patient harm.